Event description:
Foot of perclose proglide¿ suture-mediated closure system did not fully retract resulting in a tear in the femoral artery. Vascular consult done. Bleeding controlled and artery was repaired via cut down procedure. Possible technique deviation during deployment, possible malfunction of the device, possible anatomical variables. Package was not saved, it was thrown out prior to knowing that the device failed.